Manufacturer narrative:
(B)(4). Although the rt329 was one of the circuits used during the reported event, the customer could not confirm precisely which of the three circuits (rt329, rt325, a circuit manufactured by sebac) was involved in the condensation issue. Without the complaint device details and return of the device, an investigation could not be completed. Following receipt of this complaint, an fph field representative visited the hospital on 01/25/2010. The fph representative carried out the following actions: instructed the customer to place the longest part of the extension inside the incubator and to remove it if condensation was noticed. It was noted that only half of the extension was being placed outside of the incubator. Recommend not to use our interfaces with non-fisher & paykel healthcare breathing circuits. Informed the customer that the recommended period of use for the breathing circuits is 7 days. It was noted that the breathing circuits were being changed every 15 days. During the visit, our representative also suggested the use of reflective stickers for the temperature probe while using our system with radient system and/or phototherapy devices.

Event description:
A healthcare facility in france reported that condensation issues were experienced with a breathing circuit while in use on neonates. The hospital has confirmed that the circuit used was either fisher & paykel healthcare's rt329 or rt235, or a circuit manufactured by sebac. No patient consequence was reported.